Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple alarms. The customer¿s blood glucose level was unknown. Pump error alarm occurred during rewind. Advised customer to monitor the insulin pump. Advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement test, rewind and self test. No unexpected this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarms during rewind or motor anomaly noted during testing. Device functioning properly. (B)(4).